Manufacturer narrative:
Returned device was received in fair physical condition but the housing was cracked. During the evaluation of the device, the alarm immediately alarms with a blank screen. This was found to be due to the circuit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error code 1640 and needed a clock battery replacement. No patient was involved in this event. No adverse effects were reported.